Event description:
It was reported that during a bph surgical procedure "fiber tip broke inside the patient" at 54,999 joules and 15:02 minutes of usage. The fiber tip was retrieved without any issues. The fiber was exchanged and the case completed using a second fiber. Patient outcome: "ok" was reported. No injury to patient reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap and the metal cap are detached at the uv glue zone and not returned; there is no signs of melting at the location of the fracture; the outer flow tubing open end appears stretched. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.